Manufacturer narrative:
The balloon guide catheter was returned for analysis within a shipping box and within the balloon catheters protective tubing. It could not be determined what the cello balloon catheter useable length was due to the catheter returning without the strain relief. No issues were found with the main lumen or balloon lumen hubs. The cello balloon guide catheter was also returned without the detachable inflation port. The cello balloon guide catheter body was found to be kinked and flattened near the distal tip. The proximal section of the balloon was found to be torn. An unsuccessful attempt was made to inflate the balloon as it was found to be leaking from the tear. No other anomalies were observed. The cello balloon guide catheter will be sent for further investigation. Supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the thrombectomy procedure, when the balloon was in place and it wouldn't inflate. It is believed that it ruptured when introducing into the 9fr. Short sheath. There was no patient injury. A balloon was not used for this case. The balloon perform as intended during the preparation. A continuous flush was used.

Manufacturer narrative:
Based on the additional investigation, the returned balloon was found to be ruptured. However, we couldn't find damages which caused the balloon to rupture. Per the device analysis and reported information, the report of no/slow inflation during procedure was confirmed as the balloon was found to be torn and could not maintain inflation. Based on the situation, it is presumed that due to some trigger, the balloon ruptured. However, we couldn't find the cause. If the user uses the sheath introducer which the manufacturer wasn't midikit, and ostium of valve was tighter, it may cause the kinks or damages when the devices are used. Such damages might cause a rupture. We recommendation the use of the midikit's sheath introducer to combine with cello. The other possibility of damage is external trigger such as over-intubation (insertion) of the sheath which cause the occlusion of inner tube or touching with calcification when the catheter was advanced to target place. Those might generate the rupture of balloon. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. All balloons are 100% leak tested and all products are 100% inspected for damages and irregularities during manufacture. Per the cello instructions for use (IFU): ¿compatibility - introducer sheath french size must be greater than or equal to balloon guide catheter french size.¿ in addition, the IFU provides the following warnings ¿withdrawing the balloon through introducer sheath may damage the balloon. Do not use the catheter again after withdrawing the balloon through the introducer sheath. To avoid balloon leakage, do not allow the balloon to contact calcified or stented arteries and do not allow the balloon to move during inflation. Do not exceed maximum recommended balloon inflation volume indicated on the label. Excess inflation volume may rupture the balloon. Excess pressure may result in catheter rupture or tip detachment.¿ if information is provided in the future, a supplemental report will be issued.